Event description:
It was reported that a spectrum pump did not recognize the latch. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The evaluation observed the reported pump not recognizing a closed door, caused by a failed upper auxiliary flex. The failed upper auxiliary assembly was replaced.